Manufacturer narrative:
The technician found no problems with the device when they investigated sling bar. The sling used in the reported incident is not a liko sling. Liko recommends only liko brand slings to be used with liko lifts. Combinations of accessories/products other than those recommended by liko can result in risks for the safety of the patient. In the instruction guide for universal sling bars (7en1160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating during the transfer of a patient, the leg support loop of the sling came out of the slingbar and the patient fell to the floor. Patient sustained a laceration to the scalp requiring sutures and a fractured collar bone. She was transported to the emergency unit for treatment. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as complaint # (B)(4).